Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. It was reported events of controller fault alarm and possible loss of power. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event.  Failure analysis of the returned controller revealed that the device passed functional and visual inspection. The reported event was confirmed via review of the controller log files, which revealed one controller fault alarms logged on (B)(6) 2017. The controller fault alarm was of type sys_uic_aps_fail, indicative of a leaky diode on the active power selection (aps) circuit. The aps circuit manages the selection of the active power source. When the main integrated chip senses that the current from the aps circuit is outside the normal or expected range, a controller fault alarm is triggered. The alarm does not affect the electrical connection between the controller and power sources. During the controller fault alarm, spurious values were recorded involving bat550837, indicative of a communication error between the controller and the battery. This is an additional observation not related to the reported event. The most likely root cause can be attributed to communication errors between the controller and the battery. The manufacturer is investigating communication errors. Analysis of the event file revealed two controller power-up with their associated motor start on (B)(6) 2017 at 15:49:11 and 21:57:49. A third and fourth controller power-up with their associated motor start were recorded on (B)(6) 2017 at 07:46:22 and 15:57:10. Based on the log file analysis, the loss of power may have occurred due to a double disconnection of both power sources, given that in each instance at least one power source connected prior to the loss of power was replaced. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. A fault in the continuity of the pump to controller electrical connection triggers the controller fault alarm. The fault could be in the pump, driveline and connector or within the controller. When this alarm condition occurs, the pump will be running on a single stator and will consume slightly more power. The IFU instructs that the decision to change the controller should be based on the analysis of the controller log files, the frequency of the alarms, whether the alarm resolved, the occurrence of other alarms, whether associated with changes in pump speed, flow or power and the patient's condition. The IFU cautions the user to always have a backup controller available and programmed identically to the primary controller. As stated in the IFU, a "low flow" alarm is triggered if average flow drops below the low flow alarm threshold and if a "low flow" alarm is active then the patient should be evaluated. The IFU provides additional guidelines instruct both the user and medical personnel on how to recognize low flow alarms, the potential causes of these alarms, and the potential courses of action. The user is cautioned to always have a backup controller available and programmed identically to the primary controller. Moreover, the IFU provides additional guidelines instruct the user on how to detect and react to a"vad stop". A "vad stopped" alarm will activate if the pump driveline is not connected to the new controller within 10 seconds. This alarm will resolve once the pump driveline is connected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that there was a spontaneous controller fault alarm on (B)(6) 2017. Evaluation of log files indicates there was an "aps failure" in the system, which was generated by the controller's automatic power switch circuit. Preliminary log file analysis showed low flow alarms since (B)(6) 2017 and there were four controller power-up and associated pump start events logged since (B)(6) 2017, indicating a loss of power to the controller. The controller was exchanged. The patient had minimal pump off time, and tolerated the exchange well. No patient complications have been reported as a result of this event.